Event description:
Adult female with a past history of bilateral depuy placement, then subsequent replacement of her right depuy asr hip system prosthesis due to intolerable pain, recently returned for elective surgical removal of her left depuy asr hip prosthesis. The patient's right hip device was replaced with a mobile bearing type, and she did well with that and desired removal of left hip as well. Preop diagnosis: failed metal on metal asr hip/post-op diagnosis-same.